Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 279 mg/dl and a correction bolus was delivered to address the bg level. The customer thought that the infusion set site may not have been in the best area, the customer declined tandem technical support's offer to troubleshoot and was to discuss the event with a healthcare provider.